Event description:
A malfunction alarm was reported ont the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to call back if the issue returned. The customer understood and acknowledged the instructions.